Manufacturer narrative:
The device was not received for evaluation; however, the facility¿s local technician performed the system self-test pressure sensor and syringe pump, included a simulated treatment, without issue. The local technician performed several syringe changes and also twice checked that in case to give a bolus while the syringe line was closed, the prismax alarmed an excessive pressure in the line. The event history log review concluded that the heparin over-administration was due to the user not locking the syringe plunger clip, so the negative pressure on the filter caused the plunger to be sucked in and the heparin to be delivered to the patient. The machine generated the alarm t1298 ¿ syringe force low, signaling the anomalous condition. There was no malfunction of the prismax device. The cause of the reported condition was associated with a use error when attaching the heparin syringe incorrectly. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismax machine generated a series of alarms that resulted in a larger than expected amount of heparin being pushed into the prismaflex st150 set through the closed heparin line while the patient was connected. The alarms began with a t0525: ¿return disconnect - pressure drop¿ followed by a t1298: ¿syringe force low¿. The user performed a syringe change to re-connect the heparin syringe to the pump plunger. The clip coupling the syringe plunger was not closed and the syringe test was not started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information added to e1, h3 and h6. E1: fax number: fax: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.